Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for further evaluation; therefore, a definitive root cause could not be determined yet. However, the customer willl have the unit come back to the factory for warranty repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the display on the infant flow sipap was black, and that even though the unit was plugged in ac, it received a green light indicating that it was plugged in ac. However, the unit will not power on. Furthermore, there was no patient associated with the reported event.